Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the information provided, as the part and lot number required to review the device history records was not provided. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated.

Event description:
Two 4.5mm solid fully-threaded cortical screws were used for distal screw holes of femoral nail for femoral fracture. Two of the screws were found broken after surgery. Revision has not been performed yet.